Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that they obtained a "water purification module (wpm) q-gard interface" error. The customer indicated that the o-rings appear to be missing and caused a leak. As per a siemens customer service engineer (cse)'s instructions, the customer changed the q-gard filter. Siemens further investigated the issue and determined that the missing o-rings from the q-gard potentially contributed to poor water quality. Consequently, discordant, falsely elevated co2 results were obtained on the dimension vista instrument. After replacing the q-gard filter, the customer recalibrated the assay without flushing the water tank and ran patient samples. The calibration, performed using compromised water in the tank, contributed to the subsequent discordant, falsely low co2 results. The water tank was emptied and refilled twice and the assay was re-calibrated. Then, precision and comparison studies were performed on using quality controls, sample ID (B)(6), and another patient sample. The precision and comparison studies recovered acceptably. The cause of the discordant co2 results is related to an operational method. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on 4 patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). Three samples were repeated on an alternate dimension vista 500 instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). The customer indicated that there was insufficient sample volume to repeat one of the patient samples. However, the customer reported that the physician was not concerned about not obtaining a result for the sample with the unknown sample ID. After troubleshooting the discordant, falsely elevated co2 results, the customer re-calibrated the co2 assay and ran patient samples. Consequently, discordant, falsely low co2 results were obtained on 3 patient samples. The discordant results were not reported to the physician(s). The samples were repeated on the alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). Additionally, sample ID (B)(6) was repeated multiple times for troubleshooting purposes. There are no known reports of patient intervention or adverse health consequences due to the discordant co2 results.